Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned, as the scaffold remains in the patient. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the following: the films showed acute thrombotic occlusion of the right coronary artery (rca) outside of the location of a previously deployed absorb scaffold. The region treated with the absorb scaffold is widely patent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure in (B)(6) 2015 was to treat a lesion in the distal right coronary artery (rca). The patient presented with myocardial infarction (mi). Thromboaspiration was done and a 3.0 x 18 mm absorb scaffold was implanted. On (B)(6) 2017, the patient returned with mi and a control angiography was done. Thrombosis was observed in the scaffold and a significant stenosis was observed in the mid rca artery proximal to the scaffold area. Scaffold struts were still present. Medical thrombolysis was given to the patient to reduce the thrombosis image. Treatment of the stenosis was postponed as the thrombotic volume in the distal rca was too high. On (B)(6) 2017 another procedure was done, at which time a non-abbott stent was implanted in the mid rca stenosis. There was no significant stenosis at the level of the absorb scaffold. The physician stated that the symptoms were due to the stenosis and not to the potential thrombosis observed in the scaffold. The patient is in good condition. No additional information was provided.